Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. The field service engineer did not detect any issues other than foreign material adhesion to the forceps elevator. The reprocessing steps were confirmed by the user and reprocessing was performed again. As a result, there was no adhesion of foreign material. This information is addressed in the instructions for use (IFU): "the detection method is contained in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The preventive measures are contained in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor the field performance of this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii duodenovideoscope had dirty debris around the elevator section of the scope. The reported issue was uncovered during equipment preventative maintenance onsite. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device is not expected for return to olympus for evaluation, given the reported issue was resolved onsite. The customer indicated that the scope is reprocessed using an oer-aw with proez aw quad detergent and cidex opa disinfectant respectively. The customer was advised to reprocess the scope prior to next use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.